Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 103 mg/dl and a sensor glucose level of 66 mg/dl. The customer also reported that the insulin pump failed to alarm her that her blood glucose level was high. Customer stated that the device is set to alarm at 270 mg/dl, but did not although her blood glucose level was 348 mg/dl. The customer received assistance with calibrating the sensor and will not return the device for analysis.